Event description:
The customer reported their device had a solid red x with chirp when in the off position. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.